Event description:
It was reported that this was an arteriotomy closure of the calcified left common femoral artery using a prostyle device after an endovascular treatment (evt) interventional procedure using a 6f sheath. Reportedly, the device was advanced in the vessel and the foot was deployed. When the device was pulled back to position against the vessel wall, the physician¿s hand accidentally hit the plunger and the plunger came out before pushing down. The knot was not formed; therefore, a new prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The plunger was reportedly retracted before it had been pushed forward to deploy the needles, which is out of sequence for device deployment. It should be noted that the perclose prostyle instructions for use, states: "depress the plunger with the right thumb (in the direction marked 2) until the black collar on the plunger meets the blue body¿ the reported deployment out of sequence appears to be related to user deployment technique. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.